Event description:
It was reported that a small volume intermate had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available. This is report 15 of 15.

Manufacturer narrative:
(B)(4). The lot 13m001 was manufactured on november 4, 2013 to november 5, 2013. The affected device was received for evaluation against the reported condition. Visual inspection of the device did not revealed any evidence of the missing blue tip. The cause of the condition was not determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.